Manufacturer narrative:
(B)(4). Initial procedure was performed in (B)(6) 2017. Concomitant medical products: unknown biomet femoral component, catalog #:ni, lot #: ni, unknown biomet tibial trays, catalog #:ni, lot #: ni, unknown biomet patella, catalog #:ni, lot #: ni. It is unknown whether the product will be returning. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04409, 0001825034-2018-04410, 0001825034-2018-04411, 0001825034-2018-04412. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing swelling, instability and a cracking noise six to seven months post arthroplasty.

Event description:
It was reported that patient underwent right knee procedure due to swelling, instability and a cracking approximately one year post-implantation. The surgeon opened up her knee and removed a significant amount of scar tissue. Since the procedure, patient is not experiencing pain anymore. She continues to have swelling in her leg and numbness in her upper thigh. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00020 - 1, 3007963827 - 2019 - 00021 - 1, 0002648920 - 2019 - 00037 - 1.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. UDI # (B)(4). Concomitant medical products : femoral, catalog #: 42500006202, lot #: 63567483, tibial component, catalog #: 42532007102, lot #: 63585212, patella, catalog #: 42540200032, lot #: 63512280, hex head screw, catalog #: 20800000018, lot #: unknown qty: 2. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00020, 3007963827-2019-00021, 0001825034-2018-04410, 0002648920-2019-00037. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted to accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert for the persona personalized knee system, pain, swelling, and instability are known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.